Manufacturer narrative:
Failure analysis noted that the pump passed basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error alarm due to overwritten history files. There was no motion sensor test failure alarm. The pump had cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 14.5 mmol/l. The customer was changing the infusion set when the alarm was received. The customer treated with an injection. It was noted that in the alarm history that the pump had a motion sensor test failure alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.